Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report.

Event description:
It was reported by the nurse that the device was programmed to run at 0.5ml/hr, however the "pump changed to 5.0ml/hr." It was later noted that "the expected rate was .5 but believes the decimal was missed." There was patient involvement but the patient impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow-up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the nurse that the device was programmed to run at 0.5ml/hr; however, the "pump changed to 5.0ml/hr." It was later noted that "the expected rate was .5 but believes the decimal was missed." There was patient involvement, but the patient impact is unknown.